Event description:
Per the info provided to co by the physician's office, through international rep, the device was removed due to "deflation". As reported to co, the entire device was removed.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 5/10/1990 and removed on 3/11/1997 due to "deflation." A resipump and two cylinders were returned for evaluation. Examination and testing of the returned components revealed a complete separation of the both outlets. The obvious separation of components at these sites would allow leakage. Examination of the surfaces, of both sides of the separation of ther serialized outlet, revealed markings characteristic of stress(s) including rending. Further examination revealed, on both sides of the separation, confined areas of abrasion adjacent to the separation edges. Additionally, eight crease marks are noted in the tubing on the cylinder side. Examination of the surfaces of the separation of the non-sterilized outlet revealed markings indicating contact with sharp instumentation across the entire corss sectional surface. Based on qa's examination and the limited info received, qa concluded that while in-vivo the serialized outlet's tubing was partially kinked and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing at this site. This rent would allow the loss of fluid and subsequent "deflation." Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage to the non-sterilized outlet, occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant.